Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test, +6.4%. Found during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Functional and visual tests were performed. The reported problem, fails accuracy test +6.4%, was verified by accuracy testing. The cause is the expulsor is out of specification. Replaced the expulsor to correct the issue. The device passed all functional tests after the repair.